Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, sensing parameters were not as expected and high pacing thresholds were noted. In addition, helix retraction difficulties were encountered. Once the lead was extracted, it was noted that the helix became damaged. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.